Manufacturer narrative:
Insulin pump was received with blank display due to corrosion on lcd board. Insulin pump had corroded motor home switch and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that there was condensation and it was wet inside the insulin pump's reservoir compartment. Customer's blood glucose level was 146 mg/dl. The insulin pump was exposed to insulin. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.